Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the catheter was returned, analyzed and the tip electrode was detached. The analyst commented that the catheterwas returned with the tip/electrode end cut off at approximately 106.8 cm from the handle. It was also noted the catheter was damaged at implant. (B)(4).

Event description:
The catheter was returned to the manufacturer, analyzed and tested out of specification. It was reported that during an attempted radio frequency (rf) ablation the rf catheter was noted to have noise/interference. The procedure was discontinued. No patient complications were noted as a result of this event.